Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical coronary sinus (cs) catheter (model# unknown lot# unknown). Mobicath sheath (model# unknown lot# unknown). Heartspan 98 cm transseptal needle (model# unknown lot# unknown). St. Jude medical brk 71 cm transseptal needle (model# unknown lot# unknown). St. Jude medical sl1 sheath (model# unknown lot# unknown). Soundstar catheter (model# 10439011 serial# e8069231). Lasso catheter (model# unknown lot# unknown). Carto 3 system (model# unknown serial# unknown). St. Jude medical csl 65 cm decapolar catheter (model# unknown lot# unknown). Micropace stimulator (model# unknown serial # unknown). Labsystem pro recording system (model# unknown serial # unknown). Phillips fluoroscopy system (model# unknown serial # unknown) sc2000 ultrasound system (model# unknown serial # unknown). Manufacturer's ref. (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for left atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After 10-12 pulmonary vein lesions (left superior, right superior, right inferior), programmed stimulation to evaluate for atrial flutter, and pacing, the patient became hypotensive and a significant pericardial effusion was confirmed via intracardiac echocardiography. Heparin was reversed, intravenous fluids were administered, and bloodwork was drawn. Pericardiocentesis was performed and yielded greater than 500ml of blood and fluid. Post-procedure, patient was reported to be in stable condition and improved. Patient was transferred to the cardiac intensive care unit for overnight observation. There is no information regarding the length of stay. Lab results: hemoglobin 14 (pre-procedure) and 12 (post procedure); arterial blood gas (abg) ph 7.29 (post procedure); potassium 3.5 (pre-procedure) and 3.2 (post procedure). Medical history includes previous atrial fibrillation ablation (2013 or 2014). There were no patient factors cited that may have contributed to the adverse event. It was noted that the physician does not believe that a bwi product was responsible for the adverse event and it was assumed that an effusion was caused by advancing the st. Jude medical coronary sinus (cs) catheter too far. It was also noted that ablation was not believed to be the cause of the adverse event. Transseptal puncture was performed x 2 with a heartspan 98 cm transseptal needle with mobicath sheath and a st. Jude medical brk 71 cm transseptal needle with st. Jude medical sl1 sheath. Generator power ranged from 20-25 watts. There is no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient received anticoagulant during the procedure. Activated clotting time target was approximately 300 seconds and was 125 seconds at the time of the pericardiocentesis. It was also reported that prior to ablation and after soundmaps were created, error 6401 (magnetic distortion) displayed intermittently while using the soundstar catheter in the right atrium. While the error was present, the catheter and the catheter fan disappeared from the map viewer windows and acquiring contours was no longer possible. Imaging was still present. Error lasted approximately 5 minutes and did not reappear for the remainder of the case. Case continued with the same product. It was also noted that no sheath was used for this device. Smarttouch sf, soundstar (without sheath), lasso, and st. Jude medical cs catheters were connected to the carto 3 system at the time of the complaint. St. Jude medical csl 65 cm decapolar catheter was placed at the right internal jugular vein. Other equipment connected to the carto 3 system included: micropace stimulator, labsystem pro recording system, and phillips fluoroscopy system. Ultrasound system was the sc2000. There is no information regarding carto system configuration at the time of the event. The only error involving bwi products or equipment was error 6401 involving the soundstar catheter. There is no information regarding spi value or re-zeroing the catheter. There was no specific moment related to the event that the smarttouch catheter was near another catheter, although, the lasso catheter was used in the same chamber. Smarttouch catheter was zeroed in the left atrium with no prompts to re-zero. The error on the soundstar catheter is not MDR reportable because the incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The potential risk that it could cause or contribute to a serious injury or death is remote.